Event description:
The patient felt no stimulation sensation. The hcp suspected lead fracture. The lead had been placed by paramedian approach at the t9 level. A twist lock anchor was used with the lead. The patient was highly active. The patient's outcome was reported as 'recovered'.